Event description:
It was reported that the device was interrogated a week ago with the new software. The patient presented into the emergency room with symptoms. The device was interrogated and found to be at elective replacement indicator (eri). The device was removed and another one was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and the analysis was unable to be completed as the device was damaged.